Manufacturer narrative:
The device was not retuned for evaluation. Medical records were provided and reviewed. The lot history review was not performed, as the lot number was no provided. Positioning issue was confirmed for the device; inconclusive for filter tilt. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf310f vena cava filter allegedly experienced malposition of device/tilt and positioning issue. The device was used in a (B)(6) year old female patient; weight was not provided. There was no reported patient injury.